Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via medwatch "upon initial assessment of the patient, mother reported that she noticed leaking from patient's line. With further inspection it was discovered that the line was leaking at the connection between the microbore tuning and the bifuse. Lines were changed and no further issues noted."